Manufacturer narrative:
Additional narrative: clinical report states that patient has experienced a small periprosthetic femoral fracture just distal to the lesser trochanter. Doi (B)(6) 2013; dor not revised (left hip). Update (B)(4) 2013 - patient's medical records and x-rays were received. Records indicate the patient's crack in their femur has healed. There is no new information that would change the existing MDR decision. Dob: (B)(6) 1931. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records, including x-rays were obtained which confirmed the reported fracture. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Clinical report states that patient has experienced a small periprosthetic femoral fracture just distal to the lesser trochanter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.